Event description:
It was reported that the tech was unable to activate the subtraction mode on the 9800 sys during a case. Once the tech was able to use the subtraction mode, it took longer than 10 secs to obtain a mask. The delay caused a higher dose to the pt. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep reloaded the software and this corrected the problem.